Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Device image indicated that the eri flag was falsely triggered most likely due to temporary high pacing rate.

Event description:
It was reported that the pacemaker exhibited signs of premature battery depletion. The patient was interrogated at the beginning of 2017 and displayed 1-2 years of longevity remaining. In (B)(6), the device was interrogated again; the elective replacement indicator (eri) was triggered. It is unknown if the patient was exposed to electromagnetic interference or radiation therapy. The device was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
Implant date should have been (B)(6) 2008 rather than (B)(6) 2008.